Manufacturer narrative:
All buttons functioned properly. No button error alarms noted. However, the insulin pump had corroded keypad traces noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button problems. Customer stated they need to push buttons several times for it to work. Customer replaced battery, issue persisted. The buttons did not work properly. Customer's blood glucose was unknown.